Manufacturer narrative:
This report is for an unk - screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for 1010 patients (681 female and 329 males) implanted with depuy synthes 3.5 mm lcp hook plates to support post-marketing clinical follow-up between january 1, 2009, and december 31, 2019. Cumulative incidences of subsequent surgery, malunion, and nonunion within 0 to 3 months and 0 to 12 months following index surgery among patients. 72 patients had subsequent surgery 3 months postindex. Defined as the patient returning for an additional fracture repair surgery, osteotomy or hardware removal procedure in the same anatomy as the index surgery (elbow or ankle) within 3 months post-index surgery. The most common diagnosis codes at the time of first subsequent surgery for elbow patients were: complication, other orthopedic device(17.5%); aftercare, removal of internal fixation device (12.5%); closed fracture of olecranon process, ulna (12.5%); surgical op causing reaction (10.0%); artificial implant causing reaction (15.0%); for ankle patients, the most common diagnosis codes at first subsequent surgery were: complication, other orthopedic device (19.8%); artificial implant causing reaction (19.8%); infection due to internal orthopedic device (9.4%); aftercare, removal of internal fixation device abnormal reaction caused by implant or artificial internal device. 3 had malunion 3 months postindex. 8 had nonunion 3 months postindex. Mechanical complication, internal orthopedic device, implant or graft (12.5%) for ankle. Mechanical complication, internal orthopedic device, implant or graft (10.0%) for elbow. 136 patients had subsequent surgery 12 months postindex. Defined as the patient returning for an additional fracture repair surgery, osteotomy or hardware removal procedure in the same anatomy as the index surgery (elbow or ankle) within 12 months post-index surgery. 3 patients had malunion 12 months postindex. 24 3 patients had malunion 12 months postindex. This is for depuy synthes 3.5 mm lcp hook plate. This report is for one (1) unk - screws: locking. This is report 4 of 6 for complaint (B)(4).